Event description:
Nurse from (B)(6) hospital called in to report that a customer was brought in by paramedics and was admitted due to high blood glucose. The blood glucose reading was 593 mg/dl at the time of admission. Advised to let customer know to call us once release from hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.